Event description:
It was reported that the insulin pump had basal anomaly. Customer requested for insulin pump replacement. Customer's blood glucose was 81 mg/dl. The basal rates were checked and it was fine and was programmed as per healthcare provider's instruction. Customer reported that she did not change basal rates herself. Customer stated that she received new battery cap and battery life is still short. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed with the correct date and time and monitored for four days with a 1 unit per hour basal rate. No unexpected basal history anomalies were noted. The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.